Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 36 mg/dl. The customer was treated for the low blood glucose with glucose tablets. Customer's blood glucose level was 143 mg/dl at the time of the call. During troubleshooting the customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The displacement test was successfully completed. There was no indication that the insulin pump over delivered insulin. Additionally, the customer had been hospitalized for low blood glucose on (B)(6) 2017; she had been unconscious for a few hours. The customer had hypoglycemia that led to rhabdomyolysis. The customer stated that the insulin pump had over-delivered insulin and caused the hypoglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was created in error. Please reference manufacturer report number 3004209178-2017-43656 for serious injury submitted under the correct device.